Manufacturer narrative:
Correction: d1, d4 (model#, catalog#), d10 additional information: g3, g4 (510k#) d10 concomitant products: e1450-4, e1450-4 edge blade electrode 10cm x50 (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during plastic surgery, an electrode mounted on the smoke pencil was used. The electrode was applied to activate a forceps on a blood vessel, which is understood to be standard surgical practice. During this use, the insulation coating on the blade failed. The coating degraded and melted off while the device was being activated. The melted piece did not fall into the patient's cavity. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted evidence of burning at the tip. It was reported that the insulation was damaged and the device component was disengaged. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur with consistent misuse. Using too much power and/or eschar build-up will heat electrode to the point of possible damage. User is advised to use the lowest power setting to achieve desired surgical effect. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: using coated electrodes at high power settings may cause damage to the coating. Tissue build-up (eschar) on the tip of an active electrode poses a fire hazard. Keep the electrode clean and free of debris. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.